Event description:
It was reported that the implantable cardiac defibrillator (ICD) experienced a power on reset. It was noted the patient had been undergoing radiation therapy to the abdomen. The device was interrogated to clear the reset. The device reached elective replacement indicator and was later explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion. It was also noted that there was a ram chip memory error and there was write locked ram power on reset in (B)(6) 2012.